Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed no damage. When powered on led segments on the led digits do not illuminate. The device was able to obtain readings using a masimo sensor. Internal inspection showed contamination on the system board which prevents the led segments on the led digits from fully illuminating. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported a display failure wherein segments were missing. No consequences or impact to patient were reported.